Event description:
The customer reported that the system was not powering on and booting up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The static random access memory is corrupt and needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.